Event description:
Paramedics responded to person, condition not reported. The device was connected to the patient with 3-lead ECG electrodes. According to the reporter, the device displayed excessive artifact and the paramedics could not read the underlying rhythm. The patient went into cardiac arrest and disposable defibrillation/ECG electrodes were connected to the patient and a countershock delivered with the device. According to the reporter, subsequent to the shock, the excessive artifact in ECG leads cleared up. No adverse affects to the patient were reported as a result of the alleged malfunction.